Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump "froze" and stopped insulin delivery. Upon reviewing t:connect data, tandem technical support (cts) confirmed that the customer experienced an occlusion alarm. The customer's blood glucose (bg) level was 600 mg/dl with ketones and was addressed with manual injections. Troubleshooting was unable to be performed as occlusion alarm occurred in the past. Reportedly, the customer removed the pump and reverted to manual injections to continue insulin therapy. Although cts offered to follow up with the customer, the customer declined.